Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had three electrodes with high impedances. The representative was able to program around the electrodes without losing the integrity of the stimulation. The cause was not determined.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that an out of regulation message was seen due to 6 electrodes having high impedances. The patient previously had good bilateral coverage of painful areas, but they started physical therapy approximately 3 weeks ago and since has had multiple electrodes go out of range including some that were being used in current arrays which resulted in the oor message. The patient's physical therapy included flexion and extension of the thoracic and lumbar spine. The patient said he feels a lead may be pushing out toward his spinal incision (skin is intact). Impedances showed electrodes 0, 2, 3, 6, 7, and 8 all were high and unusable. Program 1 and 2 were oor. All programs using 0-7 were deleted. One program using #8 was shifted down one electrode to avoid #8. New array using 9+, 10-, 11-, pulse width 1000, rate 60 provided equal bilateral coverage of low back and legs on the lead that used to cover his right side. The rep suspected migration. The patient denied any falls. No further testing or intervention planned at this time due to great coverage being obtained with new program and no issues currently with oor. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they met with a manufacturer representative who interrogated the implant. The representative told the patient that three electrodes were burned out so they were not functioning. The patient wanted to know what may cause this and noted that the device was helping so he wanted to keep using it. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.